Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Test reservoir lock properly inside the reservoir tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.